Event description:
It was reported that balloon deflation occurred. A 4.00 x 12mm synergy megatron drug-eluting stent was selected for use. During the procedure, a deflation issue occurred. The procedure was completed with the original device. There were no patient complications.